Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable creatinine jaffe gen.2 assay result for a patient sample tested on the cobas 4000 c311 stand alone system. The initial result was 0.54 mg/dl. On (B)(6) 2026, the sample was repeated and the result was 2.06 mg/dl.